Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: a saline mentor siltex round moderate profile 425cc, catalog number: 3542660, sn: (B)(4), lot: 6918078. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 425cc and experienced left side deflation. As a result, the patient will undergo removal on (B)(6) 2019.

Manufacturer narrative:
On 7/19/2019, during evaluation of the sample a parallel lines of shell wear were observed on the anterior and posterior aspect, suggesting in-vivo folding or creasing of the device, also a tear was noted in the anterior view, measuring approximately 0.9 cm. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/29/2019, it was reported to mentor that the replacement devices were mentor smooth round moderate profile 325cc, catalog number 3501650, sn (B)(4), lot 7566484 on the right and mentor smooth round moderate profile 350cc catalog number 3501655, sn (B)(4), lot 7508732 on the left breasts. On 7/10/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).